Manufacturer narrative:
Information regarding the sodium electrode was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for nine patient samples tested on the cobas 8000 ise 1800 module. The following are the discrepant results identified from the list provided: patient sample 1 the initial result was 153 mmol/l. The repeat result was 141 mmol/l. The physician requested a rerun, as the initial result did not meet the clinical picture of the patient. The repeat result was deemed correct. Patient sample 2 the initial result was 151 mmol/l. The repeat result was 140 mmol/l. Patient sample 3 the initial result was 151 mmol/l. The repeat result was 139 mmol/l. Patient sample 4 the initial result was 150 mmol/l. The repeat result was 139 mmol/l. Patient sample 5 the initial result was 150 mmol/l. The repeat result was 139 mmol/l. Patient sample 6 the initial result was 149 mmol/l. The repeat result was 138 mmol/l. Patient sample 7 the initial result was 149 mmol/l. The repeat result was 141 mmol/l.